Manufacturer narrative:
The device was returned to zoll medical singapore for evaluation. The customer's reports were not replicated or confirmed. The device was put through extensive testing including full functionality testing, multiple power on self tests, and power cycling without duplicating the reports. The devcie was recertified and returned to the customer. Review of the device log found no evidence of the reports. The device log does not capture power related issues as the device requires power for recorded data. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self-test and then would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.